Manufacturer narrative:
Corrected data: upon further review, it was noted that a correction is needed because in the initial report submitted the device manufacture date was inadvertently not explained in h10 text. Additional information: nevertheless, new information received that the reported event occurred during handling prior to insertion and there was no patient contact with the suspect product. Correct serial number of suspect pre-loaded lens device is 3412042313. Also, it was confirmed that the product expiration date is mar 31, 2026 and device manufacture date is mar 31, 2023. Fields below are updated and submitted in this supplemental report. Section d4: serial number: (B)(6). Section d4: expiration date: mar 31, 2026. Section h4: device manufacture date: mar. 31,2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while loading the dib00 21.0 onto the inserter and it split open. They couldn¿t use the lens and had to pull another one. No other information was provided.